Event description:
Some of them had no strings tampax [device physical property issue] case narrative: consumer reported via social media that some of the tampons did not have strings. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.